Event description:
This case was reported by a consumer and described the occurrence of syncope in a pt who received triple salt dental adhesive cream (corega ultra cream -formulation (B)(4)) for dentures. A physician or other health care professional has not verified this report. Concurrent medications included diltiazem hydrochloride (angipress) and promethazine hydrochloride (fenergan). On (B)(6) 2009, the pt started triple salt dental adhesive cream (dental) daily. Same day later, on (B)(6) 2009, the pt experienced syncope, bitter taste, lip swelling, abdominal pain, leg pain, body pain, facial pain near "maxilar", red spots on belly and red spots on chest. The pt lodged a product complaint. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Corega is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).